Event description:
Pt referred to e.p physician for evaluation pt reported several ICD shocks related to left arm provement over. Past few days - interrigation of an impedence of >20000hrs. Non capture at max output. Pt had 2 shocks for ventricular noise. Pt admitted to hospital for lead replacement.